Manufacturer narrative:
The manufacturer investigation results are as follows. It was reported that the tip of a drive shaft for reamer irrigator aspirator (314.743 lot 14655-01) broke while reaming. The fragment was retrieved and the procedure was able to be completed with an alternative instrument without patient harm or surgical delay. Photographs of the device in question were examined and the complaint condition was able to be confirmed as the distal tip of the drive shaft was found to be broken and missing a segment (approximately 13mm long and 5mm in diameter per drawing. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A photograph review, drawing review and device history review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). 510k: this report is for an unknown reaming irrigation aspirator drive shaft. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during revision surgery on (B)(6) 2016 the tip of the reamer irrigator aspirator (ria) drive shaft broke while reaming. The broken tip was removed and a planned intraoperative x-ray confirmed no fragments left in patient. Approximately 40-50 cc of bone was reamed and aspirated. The surgeon used a back-up reamer shaft that was readily available to finish the procedure. There was no surgical time delay and no additional intervention to remove the broken tip. There was no patient harm. The surgery was successfully completed. The need for the revision procedure is captured under linked complaint com-(B)(4). Concomitant devices reported: reamer head (part unknown, lot unknown, quantity (B)(4)); tube assembly (part unknown, lot unknown, quantity (B)(4)). This report is for an unknown reaming irrigation aspirator drive shaft. This is report 1 of 1 for com-(B)(4).